Event description:
It was reported that following an implant procedure, the patient was admitted in the intensive care unit (ICU) due to pulmonary embolism. It was believed that the patients medical condition was not related to the procedure. It was noted that the patient had a long history of heart disease and other related health issues.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2022.